Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that there was an over infusion of magnesium sulfate (4mg in a 100ml bag). The magnesium sulfate was intended to infuse at a rate of 25ml/hour. The infusion was found to have infused faster than expected. There was patient involvement but no harm. Although requested, the customer did not provide additional details.

Event description:
It was reported that there was an over infusion of magnesium sulfate (4mg in a 100ml bag). The magnesium sulfate was intended to infuse at a rate of 25ml/hour. The infusion was found to have infused faster than expected. There was patient involvement but no harm. Although requested, the customer did not provide additional details.

Manufacturer narrative:
Correction: report source, report source other, other occupation annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex a: a25 annex b: b01, b14 annex c: c19 annex d: d14 annex g: g07001 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over infusion of magnesium sulfate could not be confirmed. Log review and testing could not identify or replicate the issue. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). A review of the suspect pump module and concomitant pcu error logs were found with no records related to the reported issue. Review of concomitant pcu event log showed that on 19jul2025 at 8:20 am a remote intravenous (IV) infusion message was received with a primary infusion rate of 40ml/hr and a volume to be infused (vtbi) of 28.6ml, and a secondary infusion with a rate of 25ml/hr and a vtbi of 100ml. The infusion started. The primary volume infused (pvi) was recorded as 696.787ml an accumulated total from previous infusions. The secondary volume infused (svi) was recorded as 0ml. At 9:10 am, the user paused the infusion. The svi was recorded as 20.9ml at 9:12 am, the user resumed the infusion and immediately paused it again. At 9:24 am, the user channeled off the unit and powered down the system. It is not possible to determine what the actual volume is within an intravenous (IV) container at the start and ending of an infusion from a review of the pcu event log. This is not a function of a pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pcu event log could not determine why the infusion that was programmed to infuse for 24 hours was terminated early after only infusing for approximately 22 hours and 51 minutes. The alaristm system with guardrailstm suite mx user manual v12.3.1 notes that periodic patient monitoring must be performed to ensure that the infusion is proceeding as expected. To prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. The roller clamp should be closed prior to the set being removed from the pump module or opening the pump module door. These steps should be taken to prevent free flow events. The user should verify current primary and secondary infusion parameters prior to starting the infusions. It is possible that there was a back check valve failure with the primary administration set; however, this issue could not be investigated further because the requested incident administration set was not provided by the facility for investigation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. Notes to service suspect s/n: (B)(6). (W/o: (B)(4). Device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of an over infusion of magnesium sulfate could not be identified. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.